Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause could not be determined. One 4fr groshong nxt clearvue and two photographs were returned for evaluation. An initial visual observation revealed the catheter was broken near the 57cm depth marking and was returned in two segments: a small segment attached to the two-piece connector assembly and a larger segment that contained the distal valve. A foam pad statlock was observed to be attached to the suture wings. Biological residue was observed on the sample. A microscopic observation of the break site revealed it was mostly flat and granular, with a prominent, rugged tab on the distal segment that interlocks with a corresponding socket on the proximal segment. Some biological residue was observed in the sample. The exact cause of the observed damage could not be determined; however, possible reasons include a combination of tensile (pulling) forces in different angles as well as kinking of the catheter tube. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after placed for second day, the catheter broken. Additional information received on 8/19/2025: the catheter broke completely external to the patient. The entire catheter was removed. A port was placed. The patient did not have symptoms of a leak and required no other intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.